Manufacturer narrative:
Analysis of the lead found the conductor on the lead body was broken at the injex anchor site. All conductors were broken 17 cm form the distal end of the lead at the anchor site.

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, product type: accessory. Product ID: 3877-45, lot# 0206843462, implanted:(B)(6) 2015, explanted:(B)(6) 2015, product type: lead (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that high impedances were measured on the lead. No stimulation was possible and the patient had a return of pain. The cause of the event was unknown. Impedance testing showed that all impedances were over the limit. A lead revision was done to replace the lead. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative reported that impedances were measured to be greater than 10,000 ohms on each contact. The patient had no trauma. At the time of this report, the patient was receiving effective therapy.